Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the left essure implant migrated outside of tube and looped") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left essure implant migrated outside of tube and looped". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-dec-2018: legal case received. This case becomes incident. Essure implant date and indication added. Event deleted- injury nos and new event added- the left essure implant migrated outside of tube and looped and pelvic pain. Lab test added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure implant migrated outside of tube and looped/lateral/peripheral portion of the left essure implant is outside of the tube/migration') in a 37-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left essure implant migrated outside of tube and looped". The patient's medical history included uterine cyst, uterine bleeding, chronic cervicitis and paratubal cyst. Previously administered products included for an unreported indication: mirena, nexplanon and depo-provera. Concomitant products included desogestrel from (B)(6) 2015 to (B)(6) 2015, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2017, ibuprofen from 2014 to 2017, ondansetron from 2014 to 2017, paracetamol (acetaminophen) from 2014 to 2015, terbutaline sulfate from 2014 to 2015 and tramadol from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pelvic area pain- mild to severe"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month 27 days after insertion of essure. In (B)(6)2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomy, tubal ligatio (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition discrepancy noted in date of insertion (B)(6) 2015. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. A scout image shows bilateral essure implants the right essure implant is appropriately positioned. The right fallopian tube is occluded central portions of the left essure implants are appropriately positioned. The peripheral aspect is looped and partially outside of the tube. The left fallopian tube is patent. There is free spillage of contrast into the peritoneal cavity. Unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure implant migrated outside of tube and looped/lateral/peripheral portion of the left essure implant is outside of the tube/migration') in a 37-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left essure implant migrated outside of tube and looped". The patient's medical history included uterine cyst, uterine bleeding, chronic cervicitis and paratubal cyst. Previously administered products included for an unreported indication: mirena, nexplanon and depo-provera. Concomitant products included desogestrel from (B)(6) 2015 to (B)(6) 2015, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2017, ibuprofen from 2014 to 2017, ondansetron from 2014 to 2017, paracetamol (acetaminophen) from 2014 to 2015, terbutaline sulfate from 2014 to 2015 and tramadol from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pelvic area pain- mild to severe"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month 27 days after insertion of essure. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomy, tubal ligatio (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition discrepancy noted in date of insertion (B)(6) 2015. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. A scout image shows bilateral essure implants. The right essure implant is appropriately positioned. The right fallopian tube is occluded central portions of the left essure implants are appropriately positioned. The peripheral aspect is looped and partially outside of the tube. The left fallopian tube is patent. There is free spillage of contrast into the peritoneal cavity. Unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 9-jan-2020: lot number and event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the left essure implant migrated outside of tube and looped") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left essure implant migrated outside of tube and looped". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure implant migrated outside of tube and looped/lateral/peripheral portion of the left essure implant is outside of the tube') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the left essure implant migrated outside of tube and looped". The patient's medical history included uterine cyst, uterine bleeding, chronic cervicitis and paratubal cyst. Previously administered products included for an unreported indication: mirena, nexplanon and depo-provera. Concomitant products included desogestrel from (B)(6) 2015 to (B)(6) 2015, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2017, ibuprofen from 2014 to 2017, ondansetron from 2014 to 2017, paracetamol (acetaminophen) from 2014 to 2015, terbutaline sulfate from 2014 to 2015 and tramadol from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pelvic area pain- mild to severe"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month 27 days after insertion of essure. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. A scout image shows bilateral essure implants the right essure implant is appropriately positioned. The right fallopian tube is occluded central portions of the left essure implants are appropriately positioned. The peripheral aspect is looped and partially outside of the tube. The left fallopian tube is patent. There is free spillage of contrast into the peritoneal cavity. Unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received. Events per pfs: abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish, dysmenorrhea (cramping). The event 'migration of essure device location of device: lateral/peripheral portion of the left essure implant is outside of the tube' was clubbed with previously reported event. Laboratory data was added. Patient's medical history and concomitant medications were added. Essure insertion and removal date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.